Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. The reload were not able to be fired. The surgeon could press the green firing button and squeeze the handle. There was no patient injury.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. The cover tube had been forced proximally on the reload adapter causing it to ramp over the alignment detent on the adapter. There was damage on the reload alignment detent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the rotated cover tube can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the reload cover tube to become loose making the reload difficult to load. A product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an unknown procedure. The reload were not able to be fired. The surgeon could press the green firing button and squeeze the handle. Changed to a new product to complete the case. No patient injury.